Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -8.0/+4.0/096 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, in a separate surgery, the lens was explanted due to excessive vault, iridocorneal touch 360, loss of anterior chamber space (ac), and significant reduction of irido-corneal angles (ica). The problem resolved with the lens explant, the eye "returned to normal with a clear cornea." The surgeon states this was a "very unusual case with expected sulcus anomalies" and that he "suggest[s] sulcus anomalies."

Manufacturer narrative:
Additional information: the surgeon states the lens was implanted and it was "very big." Also stated is that "the patient was considered with some congenital abnormalities so he is not a candidate for icl." Claim# (B)(4).